Manufacturer narrative:
The actual device was not available; however, a photograph of the package for one sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported underinfusion could not be verified through evaluation of the photograph. Testing was performed by a biomed at the hospital. The biomed reported that when a set from the reported lot number was tested with a sigma spectrum pump at a low flow rate (40ml/hr), the test came in at 91% of the expected value. A high flow rate (800ml/hr) test was reported to have come in at 80% of the expected value. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink continu-flo solution sets underinfused. There was 300 ml of liquid left in each of the intravenous bags after use. This issue occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.